Manufacturer narrative:
The tsh sample was collected in a lihep plasma tube which was centrifuged for five minutes at 3700 rpm at room temperature. Qc charts, all three levels of tsh qc were within the customer's established ranges prior to the event. On (B)(6) 2011, the customer performed routine system check, which passed within instrument specifications. On (B)(6) 2011, a second routine system check failed specifications. Per customer's event log, no errors messages were posted during the timeframe of the result in the presentation table above. A bci field service engineer (fse) performed: preventive maintenance on the instrument. High sensitivity system check, no issues were noted. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated thyroid stimulating hormone (tsh) result above the normal reference range for one patient generated by the access 2 immunoassay analyzer the original sample was repeated on alternate unit and lower result within the normal reference range was obtained. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to treatment attributed or connected to this event.